Event description:
Customer reported that two non-rechargeable batteries were installed in the device at separate times and were drained in six months. The reporter confirmed that the device was not turned on or used during the time frame. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that the device was unable to power on due to a depleted battery. Physio is in the process of retrieving the device for further testing. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.